Event description:
It was reported the patient was admitted to hospital on (B)(6) 2019 with acute congestive heart failure. The patient experienced difficulty taking readings, in turn the physician did not get successful readings to interpret . The patient has been discharged and is stable.